Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the plastic distal end cover and plastic distal end cover insulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.